Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital with acute kidney injury (aki). They were treated with diuretics and subsequently lost 30 pounds. In addition to the diuretics, the ventricular assist device (vad) speed was increased from 5200 to 5600 rpm. During this admission, an echocardiogram was performed which showed the patient's left ventricle to be 7.6 cm, with ramp study showing no changes in their hemodynamics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported renal dysfunction could not be conclusively established through this evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.